Manufacturer narrative:
Physio-control evaluated the device. From the downloaded device data it was observed that the device's battery was empty 2 weeks before the date of the reported event. The battery had expired. The cause of the reported failure was likely due to normal battery depletion due to age and use. A new battery was installed in the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off during use on a patient. The patient had collapsed, was unconscious and did not breathe. The device started its first voice prompts but when the defibrillation pads were attached to the patient, the device switched off. The crew administered chest compressions to the patient and an ambulance crew arrived with a back-up device. Rosc was achieved on scene by the ambulance crew. Before use, the device had shown 2 bars on the battery gauge indicator in the readiness display. During a test after the reported event, the device gave a prompt 'replace battery'. There was patient use associated with the reported failure however, there was no adverse patient outcome.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provide by 21 cfr 803.56.